Event description:
On (B)(6) 2024 a patient in france underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 it was reported that the patient remained hospitalized because of pneumonia.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.